Event description:
During surgery when the physician was deploying a resolution 360 clip, part of the deployment mechanism shot off the device immediately after clip placement. There is no known harm at this time.